Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non-conformance's. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. They stated that it appeared to be running, but nothing was "flowing out of tubing". Mmdg did make multiple attempts to follow up with the initial reporter, however those attempts were unsuccessful. [Complaint-(B)(4)]